Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an altitude alarm occurred while customer was on a flight. Customer was unable to clear the alarm after reloading the cartridge onto the pump. Customer's blood glucose level was 169-170 mg/dl. Customer reverted to an alternate method of insulin therapy.